Event description:
This report is based on information provided by remote service engineer rse and is being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro with screen drift. The crew cleaned the screen and replaced screen protectors with like results. No reported patient involvement.